Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was approximately 130 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.